Event description:
The distributor reported that the ventilator would not power on. The ventilator was not in use so there was no patient involvement or harm. Upon review of the ventilator diagnostic log, the distributor's service technician reported there were diagnostic codes that indicated a vent inop and a +24 volt failure. Vent inop, when in use, will stop providing ventilatory support to the patient. The distributor's service technician replaced the power supply to correct the problem. The ventilator operated to specifications after the service was completed.